Event description:
A us distribut or returned an electrode belt indicating that the ECG electrodes were non-functional.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon eval, the j703 connector was pulled from the distribution node pca. The cause of the non-functional electrodes is the damaged connector. The cause of the damaged connector is a pulled cable. The root cause of the pulled cable is excessive force. No adverse event resulted from the damaged cable and connector.